Event description:
Customer reported to beckman coulter, inc. (Bec) that the immage immunochemistry system (immage 800) was flooding and generating "low vacuum" errors. Customer reported that the fluid was contained to the top platform area of the immage 800. Customer reported that patient results were not affected. There was no report of any adverse event or injury requiring medical intervention or patient treatment. Bec field service engineer (fse) found the diaphragm in the vacuum pump was split. The fse rebuilt the pump and verified operation. The fse verified the repair was performed per established procedures.

Manufacturer narrative:
Bec identifier for this complaint is (B)(4).